Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer did not perform the air removal step. Customer continued to use the existing cartridge.